Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The suspect cable was received by the manufacturer. Analysis of the cable confirmed a disconnected wire connection at the db9 interface of db9 to usb serial adapter communication cable which appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the healthcare professional could not interrogate generators using the programming system and it was believed to be due to a wand issue. Further information was later received indicating the usb cable was suspected to cause the communication issue. Return of the suspect usb cable is expected but it has not been received to date.